Manufacturer narrative:
The technician replaced the motor control board to repair the bed.

Event description:
Information received indicates the u10 component on the motor control board has evidence of burn marks.